Event description:
The lay user/patient called lifescan (lfs) on august 9, 2006, and alleged that his meter would not power on. The medical affairs specialist was able to listen to the recorded call between the representative and the patient; however, a letter was mailed on august 14, 2006, since the user could not be reached by telephone for further clarification. The patient was unable to test on his meter continuously, as it would not power on at different times. In 2006, at approximately 2:00 p.m., the patient tested on his meter and obtained a result of 151 mg/dl. After testing, he took his insulin (amount and type unknown). About 1 hour later, the patient began sweating and was "in a confused state". He went to the emergency room, at approximately 3:30 p.m. And was given IV glucose, a sandwich, and orange juice. The patient's blood glucose was tested, however, the result obtained is not known. After treatment, the patient tested his blood glucose on the hospital meter and his own meter. The hospital meter read 336 mg/dl and the patient's meter was 376 mg/dl. Since the following day, at 11:30 a.m., the meter has not powered on. It would have been helpful to know: how long the patient had this problem with the meter, his medication regimen, what he ate prior to the event, and if he made any adjustment to his medications. The patient did not have a battery to troubleshoot. At the time of concern, the battery was in good condition and correctly installed. The test strips were also in good condition and there was no meter trauma. This complaint is being reported, as the patient took insulin after testing on his meter and one hour later showed symptoms of hypoglycemia, for which he required medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the returned of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.